Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl due to not delivering a correction bolus after consuming a meal. A manual injection was administered and a correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.